Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 114-250mg/dl fasting. Verified test strips expire 03/30/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 283mg/dl and 257mg/dl. Reviewed meter memory: (B)(6). Customers concern: lo. No adverse event reported.